Manufacturer narrative:
Other applicable components are: product ID: 977a290, lot# unknown, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the impedances were higher than 10,000 ohms on all contacts directly after the ins implant. The patient had good stimulation on standard parameters. It was unknown what contacts were actually programmed and leads were inserted into both ports. The leads and ins were implanted in (B)(6) 2017 and the issue came directly after the implant at an unknown date. The nurse reported the implanter left the leads implanted in the body for a couple of days without the extensions. It was reported the cause of the high impedance was that the physician left the leads in the patient's body without any other connection (not connected to the extension or ins) for weeks. The patient did not experience any falls or traumas. There was no interrogation printouts or mdt data available. No diagnostics or troubleshooting performed. The actions and interventions taken or planned included reimplantation. The issue was not resolved yet.